Manufacturer narrative:
The event is filed under internal karl storz complaint ID:(B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the instrument started burning in the laparoscopic surgery. There are no adverse consequences, and no patient injury. The procedure was completed successfully. No negative impact in state of health reported.